Event description:
A caller reported a malfunction on a demo pump, but no notable events occurred prior to the malfunction. The issue did not impact the customer's blood glucose level as the demo pump was not being used for insulin therapy. Technical support decided to replace the malfunctioning pump.